Manufacturer narrative:
The customer reported problem was confirmed. Additional repairs outside the recall repair were addressed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall group 1-dom 2019 - display board- segment dim there was no patient involvement. 09/30/2019 08:46:47 marquise hicks (marhicks) recall point of contact: chad fox biomed chafox@mauryregional.com 931-490-7166 10/16/2019 07:46:33 dune laraya (dlaraya) est rcl to mnr 10/18/2019 11:36:04 lauryne wasan (lwasan) npi confirmed updated from rcl to mnr for the minor repairs needed per dune laraya, service tech. Repair approved by chad fox, biomed, at chafox@m auryregional.com for $230. Use new po# 1062705 10/24/2019 11:17:08 dune laraya (dlaraya) u4 on the display board replaced due to dim segment 10/24/2019 11:20:17 vi vi vongprachanh (vvongpra) verified solder u4 on display bd. 10/29/2019 07:05:49 christina castaneda (chcastan) 1001910514360003840100132721475461 11/08/2019 08:03:44 joshua monk (jmonk) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.